Manufacturer narrative:
(B)(4). Device evaluation summary: an empty opened folder and a detached needle of product code d6819, were received for evaluation. During the visual inspection of detached needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification and no suture remnant was noted and marks that appears to be by use of a surgical instrument could be observed on the body needle. The suture was not received for evaluation to determine the assignable cause. The manufacturing records couldn't be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent total knee replacement on (B)(6) 2019 and suture was used. The needle prematurely popped off while suturing. This occurred after several passes. The case was completed with another device of the same product code. There were no patient consequences reported.